Manufacturer narrative:
(B)(4).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the stent graft was implanted and the top cap wheel was returned to the original position for removal of the delivery system from the patient. The physician turned the blue wheel all the way down and at that point the rear stop piece became dislodged. No consequence to the patient. Case was completed successfully. No clinical sequelae were reported and the patient is fine. The device was returned and its evaluation has been completed. The device was returned bloodied. The stent graft was deployed during the procedure and remains in the patient. Upon inspection of the delivery system, the external slider was 28 mm from the front grip. The tapered tip was advanced 29 mm from the graft cover. The rear grip was separated from the delivery system. The minor threads of the screwgear and the corresponding threads on the rear handle were inspected and neither had obvious damage/wear. The rest of the device was unremarkable. The external slider was recombined with the front grip, which fully recombined the graft cover and tapered tip. The rear grip was reattached to the screwgear successfully; however, no obvious snap was heard or felt. The rear grip was separated from the screwgear. The most likely root cause for the rear handle detaching off the screw gear is the operator¿s technique i.e. Method, not fully rotating the rear handle clockwise on to the screw gear until it is securely positioned into its home position.